Manufacturer narrative:
H.6. Investigation: a mz5307 sample was not required for investigation of this feedback as the customer provided photographs of the affected sample. Analysis of the photographs confirmed the customer's experience with the tubing noted to be discoloured yellow. A review of the production records as well as the sterilization records for lot 17105677 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discolouration of tubing can typically occur after irradiation sterilisation and the degree of discolouration can change over time and under certain storage conditions. This type of discolouration does not however affect the functionality of the device and therefore is considered to be a cosmetic defect. H3 other text : see h.10.

Event description:
It was reported that the minibore bi-fuse pressure 2 IV connector experienced foreign matter contamination. The following information was provided by the initial reporter: in response to information gathered from an earlier complaint, (B)(4) the customer sent a new batch. It is questioned if the yellow coloration of the maxzero connector is normal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the minibore bi-fuse pressure 2 IV connector experienced foreign matter contamination. The following information was provided by the initial reporter: in response to information gathered from an earlier complaint, (pr# 1856029), the customer sent a new batch. It is questioned if the yellow coloration of the maxzero connector is normal.